Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal congestion, heart problems, diabetes, high blood pressure, high cholesterol, hyperlipidemia, nasal/throat irritation or soreness, eye swelling. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experience nasal congestion, heart problems, diabetes, high blood pressure, high cholesterol, hyperlipidemia, nasal/throat irritation or soreness, eye swelling. There was no medical intervention required by the patient. The reported event of nasal congestion, heart problems, diabetes, high blood pressure, high cholesterol, hyperlipidemia, nasal/throat irritation or soreness, eye swelling and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation, no further investigation can be performed. If any additional information is received, a follow-up report will be filled. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect-impact code, type of investigation, investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
Additional information was received on oct 11, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging allegedly experiencing swelling of eyes and nasal congestion due to the device. The complaint states that the device is not functioning correctly, and the end user's severe apnea has been made worse related to cpapdevice the device was returned to the manufacturer's product investigation laboratory for investigation. Manufacture can confirm the presence of contamination in the airpath. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. See ER 2244873 (v.01) for the procedure used to make this determination. Pil visually confirmed presence of degraded sound abatement foam. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed in ER 2243857 (v.01). Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. Water ingress has been previously addressed in inv1023. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.